Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture, capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 360cc gel breast prostheses that both ruptured post implantation. Additionally, the patient developed capsular contracture in both breasts (baker grade unknown in left breast, baker grade iii in right breast). The issues were diagnosed via a physical exam. As a result, the patient underwent bilateral explantation on this medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 25-aug-2025, mentor received additional information about the event. It was previously reported that patient underwent bilateral explantation on (B)(6) 2025. New information received states that the explantation did not occur. A new explantation date was not provided and the device remains implanted in the patient. Manufacturer¿s reference number: (B)(4).